Manufacturer narrative:
One device was returned for analysis. Visual inspection found a delaminating downstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was unknown. As a result, the downstream occlusion seal and upstream occlusion seal were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited missing battery separators. During the physical inspection, it was found that the downstream occlusion seal was delaminating and the upstream occlusion seal was buckling. There was no patient involvement, no patient injury was reported.